Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the device was pacing at 40 beats per minute (bpm), which was lower than the programmed rate of 60 bpm, and was also only pacing the patient 90% of the time. The right ventricular lead was oversensing t waves and, after trouble-shooting to resolve the oversensing by making sensing adjustments, it was confirmed the device was pacing slower and the patient was experiencing less cardiac resynchronization therapy because the oversensing had been causing the next-scheduled atrial paced event to come later. The reprogramming was going to be discussed with the electrophysiologist to ensure no effect on detection, and the device and lead remain in use. No patient complications have been reported as a result of this event.